Event description:
It was reported that a lead safety switch (lss) for this right ventricular (rv) lead of the pacemaker system occurred one day-post implant. Due to high out-of-range pacing impedance of greater than 2,000 ohms. Additionally, there was oversensing of noise and loss of capture (loc) noted. The patient had an underlying rhythm and thus no asystole occurred as a result of the loc. The health care professional (hcp) planned to follow up with the patient with an in-office visit for further evaluation. Both the local area field representative and the hcp were contacted for additional information; however, at this time, no further information is available. This product remains in service. No adverse patient effects were reported.